Event description:
During testing after a y2k upgrade, the device inappropriately changed the defibrillation energy level from 30 joules to 50 joules. There was no pt involvement in the reported failure.